Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows the partial view of catheter inside the package which shows product details which are matched with tw details. No visual anomalies were noted. The second photo shows the drainage catheter in which the cannula and trocar needle were inserted and thread was noted on the catheter hub portion and the pigtail portion. The investigation is inconclusive for the reported thread damage issue provided photo is not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details section to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was noted that the silk thread was damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was noted that the silk thread was damaged. The procedure was completed using another device. There was no patient contact.